Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level exceeded 500 mg/dl, but the exact value was not known, only displayed as "high." The customer addressed the high blood glucose by administering a correction injection through multiple daily injections (mdi) without third-party assistance. Tandem technical support confirmed cartridge alarm 30 occurred during the load process and the customer followed the correct procedures for cartridge replacement. Although the customer had not previously reported similar cartridge alarms with this pump serial number, alarms occurred consecutively with recent cartridges. Technical support decided to replace the pump, as it was still under warranty, and provided a pump with updated software. Instructions on returning the defective pump and steps for using the replacement were communicated to the customer, who acknowledged and understood the guidelines.